Manufacturer narrative:
Corrected data: in review, it was identified that section "e1" which should have been kept blank and only should have indicated "literature", were inadvertently populated in the initial MDR report. Also, in section "g2 - report source", the "health professional" box was inadvertently checked in the initial MDR report which is incorrect as this is a literature case. It was also noted that the justification for the section was not fully correct in the initial MDR report, an incorrect justification for the section d6b was provided and the full citation was not entered in the initial MDR report. The information has been corrected in this supplemental MDR report and the following fields were updated accordingly: section d4: (01)(21)unknown. Section d6b if explanted; give date: not applicable as there is no indication that the lenses were explanted, they likely remain implanted. Section e1: literature section: the devices are not returning for evaluation as they likely remain implanted. Therefore, a failure analysis of the complaint device cannot be completed. As the serial number of the device is unknown no further investigation can be performed. If there is any relevant information received, a supplemental medwatch will be filed. Citation: lee bs, onishi ac, chang df. Comparison of rotational stability and repositioning rates of two presbyopia-correcting and two monofocal toric intraocular lenses. J cataract refract surg. Doi: 10.1097/j.jcrs.0000000000000497. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Age, weight, ethnicity: unknown/no information. Date of event: unknown/no information. Model number and catalog number: zct was provided as a partial device name. Was provided because it was not provided in the literature. Serial number: unknown/no information. Expiration date: unknown as the serial# was not provided. Unique identifier (UDI) number: partial UDI provided as the serial numbers are not available. If implanted; give date: unknown/no information if explanted; give date: unknown/no information device manufacture date: unknown as the serial/lot numbers were not provided. Device evaluated by MFR: the devices are not returning for evaluation as they likely remain implanted. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device/lot history record and complaint trending for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted. Citation: journal of cataract and refractive surgery publish ahead of print. Corresponding author: bryan s. Lee, md, sd.

Event description:
The following article was received based on a literature review. Comparison of rotational stability and repositioning rates of two presbyopia-correcting and two monofocal toric intraocular lenses rapid response team comments: a retrospective study was done to compare the rotational stability of two commonly used toric presbyopia correcting (pc) intraocular lenses (iols) and their monofocal toric counterparts. A total of 3,964 eyes were divided into two cohorts: group 1 - all eyes receiving toric restor (n=61) or toric tecnis symfony (n=779) iol and group 2 - all eyes receiving an acrysof (n=2,393) or tecnis zct (n=731) monofocal toric iol (tiol). At the first postoperative visit of the first group, 5.5% of the eyes implanted with tecnis symfony had an iol rotation of >15 degrees, 5% had an iol rotation of 10-15 degrees, 10.5% had an iol rotation of 5-10 degrees, and 79% had an iol rotation of =5 degrees. The mean absolute value of rotation was 4.5 degrees for the toric symfony. Both iols showed a tendency toward counter clockwise (ccw) rotation, with 112 eyes implanted with toric symfony having a ccw rotation of >5 degrees versus 51 clockwise (cw) rotations >5 degrees. It was reported that 6.9% of toric symfony eyes (n=54) underwent iol repositioning. Three of the eyes requiring repositioning had late rotations. Six (6) other toric symfony eyes had repositioning to reduce postoperative astigmatism but were within 5 degrees of the surgical axis, so these were not counted as repositioning for statistical analysis. In the second group, 81.8% of the eyes implanted with tecnis zct tiol had an iol rotation within 5 degrees and 11.4% had an iol rotation of 5-10 degrees. It was reported that surgical repositioning was performed in 25 of 731 eyes implanted with tecnis (zct) monofocal tiol.